Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 200mg/dl. The customer declined troubleshooting to determine a possible cause of the occlusion, the customer also declined a follow-up call to troubleshoot at a later time.